Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent surgery for trochanteric fracture with the cement in question. After mixing of the cement, the surgeon couldn¿t inject the cement into the stop-cock. The surgeon continued to inject the cement with a strong force, and after the clicking sound the surgeon was able to inject the cement into the stop-cock. The surgeon connected the white syringe and tried to fill with the cement. When the surgeon removed the syringe after filling with the second white syringe, the tip of the syringe was broken. The surgeon couldn¿t connect the syringe because the tip got stuck in the stop-cock, and the surgeon gave up using the cement. Procedure was completed successfully without any surgical delay. There was also a way to open the lid and inject the cement directly into the syringe, but the doctor decided not to use cement because it has a problem from the beginning. This report is for one (1) traumacem(tm) v+ injectable bone cement - sterile. This is report 2 of 3 for complaint (B)(4).